Manufacturer narrative:
Returned device was received in good physical condition. During the evaluation of the device, the customer's reported issue could not be confirmed. The pump was noisier than usual so the pump was replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that a smiths medical level 1 hotline 3 blood and fluid warmer was an out of box failure as it does not "pump water at all and eventually over temps" during a pre-test check. There was no patient involvement associated with the incident and there were no adverse effects.